Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
18ga IV needle does not retract with safety retraction button. This is customers comment and only information I have at this time. They have pulled the unused product with this lot # from the shelves. Patient impact: none that I am aware of. Customer response on 09-sep-2025. When you pressed the button, did the needle fully retract? No. Did the needle retract slower than normal? Sometimes. Did the needle start retracting and then stop, leaving the needle exposed? Sometimes. Did the needle not move at all after pressing the button? No it moved but very slow or only a small amount. Did the button depress? Yes.